Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinus infections, cough, headaches, shortness of breath, nausea, dizziness and dry eyes. The patient alleges to seeing black particles in the chamber and tubing. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinus infections, cough, headaches, shortness of breath, nausea, dizziness, sore throat and dry eyes/mouth. The patient elleges to seeing black particles in the chamber and tubing and the device is hot. The patient did not report to receive any medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is. Section h6 was updated with the appropriate health effect - clinical code and health effect - impact code as well as the type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having sinus infection, coughing, headaches, nausea, dizziness, dry eyes, and shortness of breath. Patient allegedly states the device gets hot during use. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Care orchestrator data was unavailable. 0 errors were logged. Device was likely reset prior to pil receipt due to the machine having 4793.6 hours with 0 blower hours and 0 therapy hours logged. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Pil technician observed the ui panel would not register when the rotary knob would be pushed in. Liquid ingress with mineral deposits were observed on the blower, blower box, p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. In this report, sections d9, g3, h3 have been updated or corrected.